Event description:
The mother reported via phone call that the customer received a no delivery alarm during an attempted bolus delivery. The customer's blood glucose was 199 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was unable to exit with a plunger push. Customer was also advised their reservoir/infusion set connection may be severed. The mother declined to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.